Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the obtuse marginal vessel. A 2.50x16mm promus premier¿ drug-eluting stent was advanced to dilate the lesion. However, the stent was lost in the proximal left anterior descending artery and snaring was attempted at the right profunda. Subsequently, the patient was sent for a computed tomography scan. No patient complications were reported and the patient's status was okay.